Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedance was nominal at a routine device check. However, review of the trended data identified out of range measurements which were greater than 200 ohms. The data was forwarded to technical services for review. The associated right ventricular (rv) lead is manufactured by a competitor of boston scientific. This system remains implanted. No adverse patient effects were reported. It was reported that at a recent follow up visit for this patient, transient out of range shock impedance measurements were still being observed. The physician opted to program therapy between the rv coil and can. No adverse patient effects were reported.

Event description:
It was reported that shock impedance was nominal at a routine device check. However, review of the trended data identified out of range measurements which were greater than 200 ohms. The data was forwarded to technical services for review. The associated right ventricular (rv) lead is manufactured by a competitor of boston scientific. This system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.